Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary stenting procedure. A 3.0 x 28 mm xience sierra stent was implanted in the proximal left anterior descending (lad) artery. Post procedure, elevated troponin levels were noted, diagnosed as myocardial infarction. The patient did not experience any symptoms and no additional intervention was performed. The event resolved one day later and the patient was discharged to home on (B)(6) 2018. No additional information was provided.